Manufacturer narrative:
Insulin pump was received with cracks to the reservoir tube lip, battery tube threads, case, reservoir tube window, scratches to the lcd window and a stained end cap sticker.

Event description:
It was reported that the customer received a letter saying that medtronic would exchange the pump due to the scroll wrap feature. Customer stated that she has not had any adverse effects due to the scroll wrap feature, but would just feel safer having a pump without the issue. Customer was advised that we don not have the pumps with the new software as of yet, but she can be put on a list where she will be contacted once we get the pumps. Customer mentioned that she had been hospitalized a couple of months back, but stated that she called and reported the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).